Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breached depression of the outer insulation.

Event description:
It was reported that there was oversensing exhibited on both the right ventricular (rv) lead and the right atrial (ra) lead. Chronic low impedances was also noted for the rv lead. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). Product ID d154awg implantable cardioverter defibrillator,  implanted: (B)(6) 2009; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).